Event description:
Medtronic received a report that in the treatment of aneurysm dense mesh stent, the stent was opened for deployment and anchored normally in the early stage, and the middle section of stent was abnormally opened, and nested situation might occur when the stent was pushed out normally. After the operation and treatment, the problem could not be solved, the stent could not be attached to the wall, and could not be withdrawn, and it could only continue to be deployed. After the deployment, the non-adherent part was repeatedly treated with a balloon, the stent barely adhered to the wall, and the surgery was completed. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. It was unknown if any patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 10 mm and a 8 mm neck dia meter. The landing zone was 4 mm at the distal end and 4.3 mm at the proximal end. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered up to standard pru level. Additional information received reported that the stent was deployed according to the normal steps and the stent was pushed with normal force. It was found that the stent that was pushed out was easily pushed into the front stent, namely the nested situation. The stent did not have a premature deployment problem. The pushwire was not rotated or pulled back. Additional information was received that prior to use of the balloon, the pipeline failed to open. The distal section of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Analysis of the pipeline device (lot#b332697) found the pipeline pushwire kinked at ~115.0cm and at ~129.5cm from proximal end. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. The pipeline braid was not returned. No other anomalies observed. Based on the device analysis and reported information, the customer¿s report of ¿adjunctive balloon angioplasty¿ was unable to be confirmed and the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.